Event description:
Philips received a complaint on the mrx device indicating that it failed during operational check. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which onsite diagnostic service was offered to the customer. However, the customer did not accept the quote and refused the repair. Based on the information available there is insufficient information to confirm the reported problem. The device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
H3 other text : customer did not accept the quote and refused the repair.